Event description:
The customer reported that there was a problem with the dap. No pt injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. Results code: dap. The ge svc rep repaired the dap. The system operates as intended.